Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate some time after placement. Per additional information from the ibc via email 05mar2020, upon receipt of the sample, it was observed that the catheter had been cut first at the inflation lumen and then again closer to the proximal end still outside of the body. This last cut released the water from the balloon, which allowed the catheter to be removed.

Event description:
It was reported that the catheter balloon was difficult to deflate some time after placement. Per additional information from the ibc via email 05mar2020, upon receipt of the sample, it was observed that the catheter had been cut first at the inflation lumen and then again closer to the proximal end still outside of the body. This last cut released the water from the balloon, which allowed the catheter to be removed.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found that the catheter had deformed snip eye which is oversized. This could have caused the non deflation issue. The reported event is confirmed as manufacturing related due to poor snipping process. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿1. Method for use: (1) do not inflate the balloon in the urethra. (The urethra may be injured) (2) do not pull the catheter hard. (The bladder/urethra maybe injured) 2. Applicable patients (1) patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use on patients who are or have been allergic to natural rubber latex." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.